Manufacturer narrative:
Product evaluation: the lens was returned in a plastic bag. Solution is dried on the lens. One haptic is broken/torn (still attached) in the gusset area and bent in the distal area. The optic is cut, typical of insertion and removal. The optic has additional small scratches near the cut area. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The product investigation could not identify a root cause for the reported iol dislocation and resulting blurred vision. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the suspensory ligament of the iol was not stable. After implanting the iol into the patient's eye, the operator found a scratch on the surface of the iol. After one month the iol had shifted and the patient reported blurred vision. The iol was exchanged in a secondary procedure. Additional information was requested.